Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was overheating. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.